Manufacturer narrative:
E1 - event site name - (B)(6) hospital. E1 - event site postal code - (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) touch screen was not responsive. No injury was reported.

Manufacturer narrative:
Updated fields:b4,b5,b6,b7,d10,e1(telephone) (initial reporter) (event site mail),e2,e3,g2,g3,g6,g7,h2,h6(impact code),h11.

Event description:
It was reported by customer during pre use check that the cardiosave intra aortic balloon pump (iabp) touch screen was not responsive. No patient involved.